Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2020-00556.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coils and a lantern delivery microcatheter (lantern). During the procedure, the physician placed five coils in the target vessel using the lantern. While advancing the next coil, a ruby coil, through the lantern and into the vessel, the physician experienced mild resistance, and the ruby coil unintentionally detached. The physician then pushed the ruby coil further and successfully placed it in the target vessel. While removing the pusher assembly from the lantern, the pusher assembly broke and part of it came out of the lantern. Once lantern was removed, it was noticed that the other part of the pusher assembly was left behind in the vessel; therefore, a snare device was used to successfully remove that part. The procedure was completed using another ruby coil and another lantern. There was no report of an adverse effect to the patient.